Event description:
The customer reported that a healthcare worker (hcw) experienced contact with hydrogen peroxide while self-troubleshooting vacuum subsystem cancellations on the sterrad nx. The hcw did rinse hands for 15 minutes. There is no information regarding the hcw symptoms. The hcw inserted a new cassette and rebooted the unit before requesting asp service.

Manufacturer narrative:
An asp field service engineer (fse) performed service on the sterrad nx finding the unit cancelled properly for vsf (vacuum subsystem failure). The fse checked the unit and found a broken cable harness on the chamber baratron. The harness was replaced and tested. The fse performed a leakback/ vacuum test and ran an empty chamber cycle. The system meets manufacturers specification.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, health hazard evaluation and the system hazard and user misuse analysis. The DHR (device history review) for the sterrad nx system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad nx did not reveal a trend for h2o2 skin contact. Trending analysis for h2o2 skin contact issues associated to the sterrad nx did not indicate a significant trend. The hhe (health hazard evaluation) is reported to be a score of (B)(4) or "none/ negligible". The shuma (system hazard and user misuse analysis) is reported to be a score of (B)(4) or "broadly acceptable risk". The customer observed moisture on the load when removing the items from the canceled cycle. The hcw's (healthcare worker) symptoms included a burning sensation and skin discoloration on his hands. There was no medical attention sought. The hcw was not wearing ppe when removing the load. The users manual for the sterrad nx warns the customer that: "warning! Hydrogen peroxide is corrosive. Concentrated hydrogen peroxide is corrosive to skin, eyes, nose, throat, lungs, and the gastrointestinal tract. Always wear chemical resistant latex, pvc (vinyl), or nitrile gloves when removing items from the sterilizer following a canceled cycle or if any moisture is noted on items in the load following a completed cycle." The user's manual also warns the user: warning! Hydrogen peroxide may be present. If a cycle cancels or if items in the load appear wet, hydrogen peroxide may be present. Wear chemical resistant latex, pvc (vinyl), or nitrile gloves while removing the items from the chamber, and while wiping off the items with a damp cloth. Dispose of contaminated cloth according to your facility's procedures. Therefore, this issue can be attributed to the user not correctly following the user's guide instructions.